Event description:
The customer reported that their device initially was showing its service indicator prior to being used on a patient. After an evaluation of the device by physio-control, it was observed that the device would lock up with a solid white screen upon attempting to power the device on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center (where the lockup was initially observed), and it was confirmed that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly.